Event description:
It was reported that the patients' left hip was being revised due to worn poly.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.